Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there is an issue with the enteral feeding pump. The customer states that the screen is not working.

Manufacturer narrative:
Has been updated to include the service finding of no audio. An evaluation of the kangaroo pump was performed for the reported condition of screen not working. The unit was triaged and the customer¿s reported condition was not confirmed. However, during triage, service found there to be no audio. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there is an issue with the enteral feeding pump. The customer states that the screen is not working. Upon triage of the unit, on (B)(6) 2018, service found there was no audio.